Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump and continuous glucose monitoring device does not work. Customer stated that the insulin pump put her into diabetic ketoacidosis (dka). Customer also mentioned having issues with insulin flow blocked. Customer stated that her insulin pump would not alarm when there is no insulin going through and her blood glucose went up to 400 mg/dl. Customer did not mention any form of treatment for the high blood glucose reading. Customer stated that the continuous glucose monitoring device has an incorrect readings and never close to her blood glucose readings, usually between 50 to 200 points off. The insulin pump will not be returned for analysis.